Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The product associated with this report has not yet been returned. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. No additional information has been reported to allergan regarding the serial number.

Event description:
Health professional reported a lap-band system port leak. Physician first suspected a leak after patient reported feeling a loss of restriction. The leak was noted to be "distal to the steel connector." The device was explanted and replaced.